Event description:
It was reported that noise was observed on the atrial lead during a routine device changeout. It was further reported that the noise was seen after the lead was connected to the replacement device and the device was placed in the pocket. Noise was present both spontaneously and after manipulation. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).